Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the surgeon attempted to inflate the device whilst starting. The balloon failed to inflate after several attempts of "pumping" pump. Correct clear inflation nozzle was attached to device. The balloon was removed from the patient and a second balloon was opened and used successfully.

Manufacturer narrative:
Date of company notification is (B)(4), 2017.